Event description:
A posterior cervical fusion was being performed with an a 2114 mayfield infinity xr2. The patient was in the prone position on gel rolls. There was no repositioning done during the procedure. The malfunction was described as follows: the skull clamp was not completely seeded in the correct position on the patient's head therefore the patient's head moved slightly while positioned and causing some "skiving." The clamp was in use 15-20 minutes when the patient seemed to move in a flexion/extension manner during surgery and the clamp had shifted. The physician indicated after the procedure that there was movement in the pins and not the clamp. As a result the patient incurred a small laceration about the left posterior pin site which required staples and bacitracin ointment. The patient's outcome - the staples were removed and the patient is healing. Integra mayfield (a1072) adult disposable skull pins were used during this procedure. A stealth navigation and the arm was connected to the swivel adapter radiolucent tri-star during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.